Manufacturer narrative:
Concomitant medical products: synthes allograft, synthes retention band, synthes bone dowel (implant (B)(6) 2006). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient complained of low back pain and bilateral lower extremity symptoms. The patient underwent MRI, CT, myelogram and electrodiagnostic studies. The electrical studies demonstrated a left l5 radiculopathy. The MRI, myelogram, and CT demonstrated an l4-5 disc herniation which is central and eccentric to the left. There is bilateral l5 nerve root compression. There is disc desiccation at the l4-5 level. The remainder of the lumbar spine was fairly unremarkable. Impression: the patient had low back pain and bilateral lower extremity symptoms, likely on the basis of the l4-5 discogenic disease and disc herniation. Ten days later, the patient presented with a preoperative diagnosis of l4-5 spondylosis. The patient underwent a l4-5 anterior lumbar antibody fusion with competitor allograft and competitor anterior retention band with rhbmp-2/acs. Per the op notes, a lordotic competitor¿s bone dowel was packed with rhbmp-2/acs and gently tamped into place in the l4-5 disk space until it was recessed posterior to the anterior cortex at l4-5. No patient complications were noted. The patient was discharged home three days post-op. Fifty-three days post-op: the patient presented with diffuse back pain, bilateral lower extremity pain and paresthesias as well as an inability to ejaculate since surgery. The patient underwent x-rays of the lumbar spine. Findings: there is an anterior plate and fusion at l4-5 with disc spacer in place. Ninety-five days post-op: the patient presented with low back pain with radiation down both legs. The patient reports the symptoms are the same before surgery. X-rays of the lumbar spine demonstrated excellent position of the graft at l4-5 and the anterior plate and screw construct. On 1431 days post-op (approximately 4 years): the patient presented with low back, arm, and neck pain. The patient states he fell off a roof 4-5 years ago. Assessment: degeneration of cervical intervertebral disc; postlaminectomy syndrome of lumbar region; sacroiliitis. On 1526 days post-op: the patient underwent lumbar transforaminal injections left side l4-5, l5-s1, under fluoroscopic guidance. No patient complications were noted. On 1554 days post-op: the patient underwent lumbar transforaminal injections, l4-5 right side, l5-s1 left side, under fluoroscopic guidance. No patient complications were noted. On 1561 days post-op: the patient presented with low back pain and pain in the left leg. Assessment: degeneration of cervical intervertebral disc; post-laminectomy syndrome of lumbar region; thoracic or lumbosacral neuritis or radiculitis. On 1575 days post-op: the patient underwent lumbar transforaminal injections on the left side l4-5 and l5-s1 under fluoroscopic guidance. No patient complications were noted. On 1680 days post-op: the patient underwent a lumbar transforaminal injection bilaterally at l4-5 and l5-s1 under fluoroscopic guidance. No patient complications were noted. On 1715 days post-op: the patient underwent a lumbar transforaminal injection left side at l4-5 and l5-s1 under fluoroscopic guidance. No patient complications were noted. On 1757 days post-op: the patient underwent a lumbar transforaminal injection right side at l4-5 and l5-s1, under fluoroscopic guidance. No patient complications were noted. On 1792 days post-op: the patient presented with low back pain with radiation to the left leg. Assessment: postlaminectomy syndrome of lumbar region; degeneration of cervical intervertebral disc; sacroiliitis. On 1822 days post-op (approximately 5 years post-op: the patient presented with low back and neck pain as well as tenderness throughout the lumbar spine. Assessment: postlaminectomy syndrome of lumbar region; degeneration of cervical intervertebral disc; sacroiliitis. On 1848 days post-op: the patient underwent a paravertebral facet joint nerve block in the lumbar spine, l3-4, l4-5, l5-s1 with image guidance. No patient complications were noted. Over the next two months, the patient presented with low back and neck pain and cervical and lumbar tenderness. Assessment: post-laminectomy syndrome of lumbar region; degeneration of cervical intervertebral disc; lumbosacral spondylosis without myelopathy. On 1918 days post-op: the patient underwent a paravertebral facet joint nerve block in the lumbar spine, l3-4, l4-5, l5-s1 with image guidance. No patient complications were noted. Over the next two months, the patient presented with back pain as well as tenderness in the cervical and lumbar spine. Assessment: p ost-laminectomy syndrome of lumbar region; lumbosacral spondylosis without myelopathy; thoracic or lumbosacral neuritis or radiculitis. On 1988 days post-op: the patient underwent lumbar transforaminal injections l4-5 and l5-s1 under fluoroscopy guidance. No patient complications were noted. On 2026 days post-op: the patient presented with low back and neck pain. Assessment: post-laminectomy syndrome of lumbar region; degeneration of cervical intervertebral disc; lumbosacral spondylosis without myelopathy; thoracic or lumbosacral neuritis or radiculitis. On 2033 days post-op: the patient underwent an epidural/subarachnoid steroid injection at c7-t1. No patient complications were noted. On 2055 days post-op: the patient presented with low back and neck pain. Assessment: postlaminectomy syndrome of lumbar region; degeneration of cervical intervertebral disc. On 2061 days post-op: the patient underwent epidural/subarachnoid steroid injection at c7-t1. No patient complications were reported. On 2083 days post-op (approximately 6 years post-op): the patient presented with low back and neck pain as well as tenderness in the cervical and lumbar spine. Assessment: post-laminectomy syndrome; lumbosacral spondylosis without myelopathy; thoracic or lumbosacral neuritis or radiculitis; sacroiliitis; cervical spondylosis without myelopathy. On 2103 days post-op: the patient underwent epidural/subarachnoid steroid injections c7-t1. No patient complications were noted. Over the next two months, the patient presented with low back and neck pain as well as tenderness in the cervical and lumbar spine. Assessment: post-laminectomy syndrome; lumbosacral spondylosis without myelopathy; thoracic or lumbosacral neuritis or radiculitis; sacroiliitis; cervical spondylosis without myelopathy. On 2187 days post-op: the patient underwent a lumbar epidural injection at l5-s1 under fluoroscopic guidance. No patient complications were reported. On 2195 days post-op: the patient presented with neck and lower back pain with a 6 out of 10. Exam demonstrated tenderness in the cervical and lumbar spine. Assessment: postlaminectomy syndrome of lumbar region; lumbosacral spondylosis without myelopathy; tobacco use disorder; thoracic or lumbosacral neuritis or radiculitis; cervical spondylosis without myelopathy; degeneration of cervical intervertebral disc. On 2223 days post-op: the patient presented with neck and lower back pain with stiff joints. Musculoskeletal exam found at c6 and c7, moderate to severe tenderness and general tenderness throughout the entire cervical spine area. Lumbar spine demonstrated midline severe tenderness throughout the lumbar spine. Assessment: post-laminectomy syndrome of lumbar region; lumbosacral spondylosis without myelopathy; spondylosis and allied disorders, cervical spondylosis without myelopathy. The patient discontinued metaxalone, naproxen, nortriptyline hcl; and tizanidine hcl. On 2250 days post-op: the patient underwent lumbar epidural steroid injections at l5-s1 under fluoroscopic guidance. No patient complications were noted. Assessment: postlaminectomy syndrome of lumbar region; lumbosacral spondylosis without myelopathy; thoracic or lumbosacral neuritis or radiculitis, unspecified. On 2278 days post-op: the patient underwent a lumbar epidural injection at l5-s1 under fluoroscopic guidance. No patient complications were noted. Assessment: postlaminectomy syndrome of lumbar region; lumbosacral spondylosis without myelopathy; thoracic or lumbosacral neuritis or radiculitis, unspecified. Over the next six months the patient continued to complain of back and leg pain. The patient had moderate tenderness in the center of the spine as well as around facet joints with radiation into his hip down to his foot.